Event description:
It was reported that a lead alert triggered due to the right ventricular [rv] lead had high and varying superior vena cava [svc] and high voltage impedance measurements. It was also reported that there was an apparent rv lead fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were three patient alerts for out of tolerance sub-threshold lead impedance between (B)(4) 2012 and (B)(4) 2012. The weekly pace lead impedance trend data shows an abrupt increase for defibrillator active can on impedance and svc defibrillation equaling 49 to 254 ohms peak between (B)(4) 2012 and (B)(4) 2012.